Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb and biphasic pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c160.  Physio-control confirmed that due to the observed issue, the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. In addition, c160 caused paddles ECG to be inoperable. Physio-control further evaluated the removed biphasic pcb assembly. It was determined that the cause of the reported issue was due to pcb-mounted jack connector, designator j103. J103 was physically broken off of the pcb, which resulted in an electrically open circuit and prohibited the device from delivering defibrillation energy.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device was unable to deliver defibrillation therapy.